Event description:
Philips received a complaint by the customer on the v60, indicating that the screen was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the screen was blank. The customer also stated the unit was on and ventilates but the screen was blank. The customer attempted to resolve the issue by replacing the display with a hydis light crystal display (lcd) but this did not resolve the issue. The rse then advised the customer to swap the display with another working display to resolve the issue and to notify philips if it resolved the issue. The customer was also advised that if swapping the displays did not resolve the issue then replacing the power management (pm) printed circuit board assembly (pcba) could be another possible resolution as well as an upgrade to 2nd generation user interface (ui) assembly.

Manufacturer narrative:
H10: the customer called back and informed the remote service engineer (rse) that swapping the user interface (ui) assembly for a known working ui assembly had temporarily resolved the issue as they were able to get the screen to function again. The customer then determined that the backlight inverter for the first screen was defective and replaced it to resolve the issue. The customer replaced the backlight inverter to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.